Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve separation occurred. It was reported there was a leak at the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The bwi representative was unaware of any damage while introducing the dilator. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the issue was resolved. The case continued. There was no patient adverse event. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 50000142 identified no internal actions related to the reported complaint condition. Still no device has been received for analysis. As such, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additionally, the manufactured has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve separation occurred. It was reported there was a leak at the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The bwi representative was unaware of any damage while introducing the dilator. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the issue was resolved. The case continued. There was no patient adverse event. Additional information received indicated it was the hemostatic valve that broke/separated. The reporter was unsure if the hemostasis valve (gasket) was dislodged inside the hub as blood was dripping out of the back and couldn¿t be clearly seen. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and air did not enter the patient¿s body. Blood return was observed and the approximate volume of blood that was lost was less than 5ml.